Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture of recalled implants. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., b.5., g.2.

Event description:
Healthcare professional confirms rupture.